Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl had foreign matter. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the mother is about to flush her son¿s catheter ¿ he is on tpn ¿ and when preparing the posiflush for connection to the maxzero on his catheter, she discovers a little plastic piece in the front of the syringe tip. She is absolutely sure it would have broke off and been injected to her son¿s vein if she had not discovered the little flake of plastic¿ of a sheet with 5 posiflush syringes, 3 of them had exactly the same problem ¿ the 4th and 5th seemed ok. So, 3 out of 5 in the same box had a severe problem. She was very upset about this and was sure she could have killed her son if she had continued the flush and inserted the unwanted plastic object into his body¿. She has kept the 3 syringes and will send them to our office right away. She has reported the incident to the pharmacy that supplies her (boots pharmacy), and I assume they will contact me too, but I chose to report this immediately. The pharmacy also got pictures of the syringes, im trying to get hold of the picture, too."

Manufacturer narrative:
Investigation: complaint trending review of the lot for this issue reveals this is the second complaint. The non-conformance's were reviewed for this batch and there was no record of non-conformance associated with this batch. Samples received confirmed barrel luer tip flash. The non-conformance's were reviewed for this batch and there was no record of non-conformance associated with this batch. It is possible that the foreign matter originates from the moulding process. As per the conclusion above, the inspection and detection activities shall be reviewed to determine adequacy. CAPA 733763 has been raised to track corrective and preventive actions associated with this complaint.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl had foreign matter. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the mother is about to flush her son¿s catheter ¿ he is on tpn ¿ and when preparing the posiflush for connection to the maxzero on his catheter, she discovers a little plastic piece in the front of the syringe tip. She is absolutely sure it would have broke off and been injected to her son¿s vein if she had not discovered the little flake of plastic... Of a sheet with 5 posiflush syringes, 3 of them had exactly the same problem ¿ the 4th and 5th seemed ok. So, 3 out of 5 in the same box had a severe problem. She was very upset about this and was sure she could have killed her son if she had continued the flush and inserted the unwanted plastic object into his body¿. She has kept the 3 syringes and will send them to our office right away. She has reported the incident to the pharmacy that supplies her ((B)(6) pharmacy), and I assume they will contact me too, but I chose to report this immediately. The pharmacy also got pictures of the syringes, I¿m trying to get hold of the picture, too."